Event description:
The customer reported that the system experienced single board computer lock ups. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power distribution pcb and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.